Event description:
It was reported that the patient presented with high impedance and was booked for urgent revision. Lead was replaced and high impedance was still present. Once changed out, impedance was within range. Device issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported high impedance was confirmed and found to be caused by a broken ground case wire within the device.